Event description:
It was reported that during a vats lobectomy procedure, the clips drop off the jaws before it got completely fired. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Misassembled clips, malformed clip. The analysis results for the mcm30 instrument confirmed that it was returned non-functional. The clip was incorrectly loaded into the clip track; therefore, the remaining clips would not be fed into the jaws. Possible cause for this condition is that the clip was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.